Event description:
It was reported the coil broke during withdrawl into the microcatheter after it failed to detach from the pusherwire during placement into an aneurysm located in the right middle cerebral artery (mca). The procedure was completed with the use of another similar device. There was no negative impact or consequences to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned device found a part of the coil delivery wire was exposed out of the hub of the microcatheter and the distal part of the main coil was exposed out of the tip of the microcatheter. The delivery wire was bent at 26, 46, and 71 cm from the proximal end and the proximal contact was not attached. A portion of the delivery wire was noted to have broken off. The main coil was kinked and dried blood was noted at the distal end. Based on the information reported and analysis of the device, a probable root cause of operational context was assigned as it is likely that procedural factors caused the performance of the device to be limited.

Event description:
It was reported the coil broke during withdrawl into the microcatheter after it failed to detach from the pusherwire during placement into an aneurysm located in the right middle cerebral artery (mca). The procedure was completed with the use of another similar device. There was no negative impact or consequences to the patient.